Manufacturer narrative:
Foot-end lift was stuck at high height due to faulty potentiometer and sensor coil cord.

Event description:
It was reported by service report that the foot-end lift was stuck at high height position. No patient involvement or adverse consequences were reported.